Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure at ipsi-lateral limb in the left internal iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, while the physician was advancing and retracting a pc400 coil through another manufacturer's microcatheter, the pc400 coil unintentionally detached inside the microcatheter. The physician removed the pc400 coil and the microcatheter from the patient and completed the procedure using a new pc400 coil and the same microcatheter. There was no report of an adverse effect to the patient.